Event description:
The patient reported on two v-go devices patient noticed the adhesive pad did not have a lot of adhesive glue on it. The patient said the first device came off her skin because there was not enough glue on the adhesive pad so patient had to use adhesive tape to keep it on her skin. The patient did prepare her abdomen with an alcohol wipe prior to attaching the device. The patient does not recall how long she wore the device before it came off. The patient did not notice any inference with her clothing and patient was not doing anything with increased movement. On the second device the patient said only a small amount of the adhesive pad did not have glue but patient was still able to wear it. The patient stated on both devices the glue came off when she peeled the adhesive liner.